Manufacturer narrative:
(B)(4). The fsr did not notice any damage to the sensor or the cable. He installed a new level sensor onto this unit that is not used clinically. The unit operated to the manufacturer¿s specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the level sensor on the safety monitor would not detect. There was no patient involvement.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected level sensor to laboratory use only (luo) safety monitor and luo reservoir test fixture. The pst observed no audible or visual alert on the safety monitor when fluid level is below sensor membrane on luo reservoir test fixture. The pst determined a deformed sensor membrane was the caused of the problem. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.